Manufacturer narrative:
The reported complaint of the rv-setscrew could not be tightened to secure the lead was confirmed in the laboratory. The cause was traced to incorrect wrench insertions by the user of the torque wrench resulting in the reported event and stripping of the setscrew. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for initial pacemaker implant procedure. During procedure, it was noted that the set screw did not function normally, the set screw did not exhibit the typical ratcheting sound. The device was not used and another was implanted. Patient was recovering.